Event description:
It was reported that an arteriovenous fistula was observed following a ventricular device implant. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored. Additional information was requested, but not yet received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the delivery catheter should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the arteriovenous fistula was not related to any abbott product. Additionally, it occurred during venous puncture while using a non-abbott device.